Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at unknown concentration/dose/frequency via an implantable pump for failed back surgery syndrome, degenerative disc disease and spinal pain. It was reported the patient's pump was removed in 2015 due to an infection. It was first stated the pump was removed 6 to 8 months ago. It was then stated the patient had the pump for about a year and four months before it was taken out. The exact explant date was unknown. The patient had a replacement pump implanted on (B)(6) 2016. Additional information has been requested regarding the event date, diagnostics performed, troubleshooting performed, the cause for the infection and symptoms related to the infection, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.